Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d; implanted: (B)(6) 2018; 1258t lead; implanted; (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a possible infection. No further patient complications have been reported as a result of this event.